Event description:
It was also reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) delivered high voltage shock therapy. It was disclosed by the clinic that shock was inappropriate therapy as it occurred during episode of atrial fibrillation (af) with rapid ventricular response. Adjustment was made to medication treatment. No action was taken with the device. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.